Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and found image with snowflake. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign material. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause of image issue was due to the damaged image sensor unit, component failure due to stress of repeated use, external factors, or handling. Regarding the foreign material, it could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a flickering image during inspection for use. There were no reports of patient involvement.